Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the battery compartment. The customer's blood glucose level was 8.2 mmol/l at the time of the incident. The product was returned for analysis.